Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that when attempting to send a manual transmission for the implantable pulse generator (ipg), they were unable to get any green lights on the telemetry portion of the monitor. Follow-up with the clinic indicated that the patient has not sent a transmission, and has not had a device check. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.